Event description:
It was reported that "while reaming for lag screw, some resistance was encountered. Dr pushed and moved the reamer up and down to center reamer. The thicker part of the gamma 3 reamer centered in hole, but required force to continue to positive stop. The lag screw was then inserted and also met resistance. After realizing that lag screw would not meet final remaining depth, the lag screw and nail were removed. Alignment was checked on back table. The lag screw didn't line up well and would not easily pass nail, new implants were opened and implanted, no new problems were noted at this time.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.